Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was frozen. It was also found the customer received a button error alarm after reconnecting to the insulin pump after a shower. The customer also stated the buttons were not functional on the insulin pump. The customer's blood glucose was 100 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.